Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) : the full lead was returned and used for analysis. No anomalies were found. The proximal conductor was distorted, melted and had blood/body fluid (not obstructed). The outer insulation melted and there was cosmetic environmental stress cracking. There was blood in/on the helix mechanism and apparent explant damage.

Event description:
It was reported that the right ventricular lead had high thresholds. It was also reported that during the subsequent reposition attempt, the lead was damaged by cautery. The lead was removed and replaced. No patient complications have been reported as a result of this event.